Manufacturer narrative:
D6a: implant date - estimated.

Event description:
It was reported that this inflatable penile prosthesis (ipp) would not inflate due to fluid loss. The device was explanted and replaced with a new ipp. No patient complications were reported.